Event description:
After using the solution I obtained eye infection in both eyes. Secreting fluids, went to optometrist 3x's with 3 different medicines for my eyes. I am still using drops nightly and am under care of my optometrist. Next appointment 2 weeks. My eyes burn, itch, stay red, very sensitive to sunlight. Can't wear my contacts-too much discomfort.